Event description:
Biventricular ICD was known to reach elective replacement indication recently within the last 2 months, and therefore patient was brought to the electrophysiology laboratory for a biventricular ICD generator change.